Manufacturer narrative:
Concomitant medical product: product ID 37601 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type implantable neurostimulator product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type extension product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating impedance tests were taken. There was an intermittent impedance issue when pushing on the ins. The physician thinks the extension and lead should be tested and possibly replaced. The surgeon was scheduling a surgery. The rep will update the file when more information comes about.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the device was explanted on (B)(6) 2020. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 10-nov-2019, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 27-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient first noticed that they were getting small electric tingling at their implantable neurostimulator (ins) intermittently back in december but was not interested in surgical intervention because it was infrequent and they still had good tremor control. In mid-march, they noticed it was more frequent and they would lose tremor control at times. In the last week, they have completely lost control of the tremor on the right and most of the control on the left, and the tingling is constant. They do not want to turn it off because it still gave them a little bit of help on the left. The ins has rotated around 45 degrees so the top left corner is higher than the right. At that corner is a bump just above the ins that they were able to press to get better tremor control but that no longer works. Their extension wire was tenting the skin. No falls nor trauma per the patient and all impedances were fine in january. The nurse practitioner got x-rays that did not show any obvious breaks but did not show the whole system. Surgical intervention was planned and scheduled for (B)(6) 2020. Additional information was received on (B)(6) 2020 reporting that the patient was getting an out of regulation (oor) message on the patient controller, so they did a battery replacement yesterday. All impedances were normal during the case and in post-op. The patient was getting the oor (528) message again today with the a620 application. Additional information was received from a manufacturer representative (rep) on 2020-may-05 reporting that explanted devices are analyzed and disposed of at the university. It will not be returned. The specific cause of the rotated ins, electrical tingling, loss of tremor control, and oor message was not determined and not resolved. It was clarified that the new ins is not rotated and the rotated ins issue was resolved. The patient did relay information that in (B)(6) 2019, their significant other was sitting on them and moved suddenly, stretching the wires and possibly causing the issue. The next step is going to be a face to face meeting with the neurosurgeon and neurologist on thursday to troubleshoot the situation. The clarified that the tenting of the skin was related to the ins being rotated and the extension wires ended up twisted into a bump that showed through the skin. There was no visible damage to the extension wires at the time of replacement. Additional information will be provided from thursday's appointment.